Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, customer continues to receive a "cartridge change error" message during the cartridge detection step of the load process. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support customer realized she was using an old pump and not her new pump. Customer switched to her new pump and successfully loaded a cartridge and resumed insulin delivery.